Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the gear on the device seized, jammed, and heavy moving. It was further determined that the device ailed pre-repair diagnostic tests for status of development and free moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to unauthorized repair (improper handling), which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery handpiece device was making too much noise and overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.